Event description:
The complainant had an impella cp pump placed to support a patient admitted in with st-segment elevation myocardial infarction. It was reported that there was distal limb ischemia on the right lower extremity (rle) (impella access site). Faint pulses on the left lower extremity were reported but none on the rle per the medical doctor. A thrombectomy was done in the operating room and pulses returned. The patient was escalated to an impella 5.5 pump. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿